Manufacturer narrative:
The reported event was perforation. As received, a complete lead was returned for analysis. Examination of the lead found the helix retracted and clogged with blood / tissue. After cleaning and applying torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured within specification. A tip stiffness test was performed, and the test results were within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.

Event description:
It was reported that a patient presented in-clinic for a right ventricular lead revision procedure. Prior examination confirmed patient discomfort and the physician suspected lead perforation. The lead was explanted and replaced on (B)(6) 2023. The patient was stable throughout.